Manufacturer narrative:
Information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. When the malfunction was noticed, a backup device was used to continue surgery, no serious injury was reported. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause, probable root cause may include, an obstruction of flow, a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during a wound debridement surgery, no water flow was noticed through the tip of a versajet exact assy, 45 degree x 8mm handpiece; instead, it was noticed to flow through the waste liquid tube. No delay in surgery was reported as a smith and nephew backup handpiece was available. Neither patient injury nor other complications were reported.